Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, b1, h6.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 23, 2025 with lot number 2905631. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device with 2 assessed as surgical impact opening and surgical damage. As per the investigation procedure, non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Device has been explanted.